Event description:
The pt experienced sound quality issues. Programming adjustments were made however, this did not resolve the issue. Revision surgery is under consideration. Advanced bionics is in the process of gathering more info. Once more info is received a supplemental report will be submitted.